Event description:
The pt has experienced an increase in the intensity of their seizures. It was also reported that the magnet helps the recovery time with the seizures; however, use of the magnet has to occur "early." The pt's family is considering topectomy; however, this would leave the pt nearly blind. Neurologist indicated that he does not believe that the pt's increase in seizure intensity is not related to the vns therapy system. Neurologist indicated that the possible cause may be that the pt's primary illness is worsening, which is why the pt underwent vns therapy system implant. Investigation has been unable to determine the cause of the reported event.